Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for a low blood glucose reading of 23 mg/dl. The customer stated that the settings had been set too high by his medical doctor. Nothing further was reported.